Manufacturer narrative:
Device was not implanted. Device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a percutaneous coronary intervention the 6fr angio-seal anchor failed to deploy. A 6fr procedural sheath was used prior to the angio-seal. There was no additional blood loss or complications as a result of the angio-seal device. Manual compression was used to achieve hemostasis for a successful outcome. The patient was reported to be in good condition. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath and carrier tube assembly mated together were returned for analysis. Visual inspection revealed that the hemostasis sheath and carrier tube assembly were returned mated with a break in the proximal part of the sheath assembly. The deployment sleeve was in full rear lock position with color band fully exposed. Upon microscopic analysis, the anchor was confirmed to be present in the device. No other anomalies were noted. The sheath was manually straightened, and the device sleeve was moved into the forward lock position. Functional testing was performed. The anchor was able to come out of the distal tip of the sheath. When the device sleeve was moved to rear lock position, the anchor did not post at the distal tip since the device was damaged with a tear in the shaft. No other testing was done due to the state of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip may have let to the event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products and to update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.